Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose level was 230 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was also reported that the customer received a button alarm and that the wake button was unresponsive. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. Reportedly, customer continued to use the pump for insulin therapy.